Manufacturer narrative:
One cadd legacy 1 pump was received in fair physical condition with a cracked housing. The event history log was unable to be downloaded. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The device was started in application and no problems were found with it beeping. However, the downstream sensor will be replaced as a preventive measure. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error and the lens was damaged. The issue was observed during testing and there was no patient involvement.